Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.